Event description:
It was reported that the insulin pump alarmed button error. The blood glucose reading was 239 mg/dl. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Findings: unit received intermittent button response due to corroded keypad traces. No button error alarm. No moisture damage found inside the pump. Pump received with scratched lcd window. Unit received cracked case display window corner. Unit received with cracked battery tube threads. Pump received with cracked reservoir tube lip. Pump received with cracked reservoir tube.